Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the attachment rotation was sluggish, the case coating was damaged, and the serial number was unreadable. This was attributed to defective maintenance. The device was exchanged and the replacement sent to the customer on (B)(4) 2013.

Event description:
Customer reported hand piece heats up very quickly and will not run over 46,000 rpm's. Device was returned for repair. This is report 1 of 1 for (B)(4).